Event description:
It was reported that a user experienced dexcom g7 signal loss with the ilet displaying ¿sensor pairing,¿ and customer support guided the user to toggle cgm selection from g7 to g6 and back to g7, then re-pair using the four-digit g7 code. Symptoms included loss of glucose readings. Outcomes included temporary interruption of cgm data availability. Investigation included troubleshooting and user education through device setting changes and re-pairing steps. Investigation of this case revealed a communication or pairing disruption between the cgm and the ilet consistent with a cgm connectivity issue, with device behavior indicating active pairing rather than a pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user- or environment-related connectivity interruption resolved by re-pairing.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.